Event description:
Philips received info from a customer site that there were discrepancies with the multi-gated acquisition (muga) processing program. The customer reported to have tried using both the muga gbp and muga c programs, but the ejection fraction (ef) can change by up to 12% on the same pt by using the different programs. The customer reported that in one case, a muga was performed on a pt in chf that was reported as normal; the physicians questioned the results and the pt was sent to echo which calculated the ef at 29%.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips engineering evaluated the info provided by the customer and determined that the discrepancies are a result of inconsistent size and placement of the background regions, specifically those generated by the "auto pkgd roi" algorithms. Work-arounds for this issue are in place as part of the 2.0 release, and explained in the instructions for use. Additionally, the following note was added to the instructions for use - nm application suite release 2.0, 4535 604 78083 rev a, ch 4, page 115: "note: in some preference, you are required to draw background rois. When drawing these, be sure to capture an area that does not include high counts (an organ or blood vessel, for example). If you include high-count areas, the results may be incorrect". (B)(4).